Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for high, out of range pacing impedance and then right back to normal values. When the patient was reviewed in clinic the values were normal and stable and they will continue monitoring the patient. The rv lead remains in service. No adverse patient effects were reported.